Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator system with a right ventricular (rv) lead was seen one week after implant. It was discovered then there was no capture on the rv lead. In addition, the patient complained of chest pain. Subsequently, this rv lead was explanted. Another rv lead was implanted to complete the procedure. This rv lead has been returned but analysis has not been performed at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system with a right ventricular (rv) lead was seen one week after implant. It was discovered then there was no capture on the rv lead. In addition, the patient complained of chest pain. Subsequently, this rv lead was explanted. Another rv lead was implanted to complete the procedure. This rv lead has been returned and analysis performed. No additional adverse patient effects were reported.